Manufacturer narrative:
Code (B)(4) no longer applies . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that nothing had been done yet to resolve the device bulging. The patient stated the implant stopped working a year after she got it and she went to the doctor who had her lay by the machine and nothing transmitted. The patient noted she dealt with back pain with oral medications and since she lost so much weight the implant was literally coming out of her. The patient mentioned she went to a massage therapist who told her it seemed like the lead had disengaged from the unit and she could read the number on the unit it was so close to the skin. The patient couldn¿t lay sideways on her right because it hurt too bad and if she turns just right her implant will literally stick out. The patient explained it had been getting progressively worse for the last year and a half. The patient reported that when it worked she was great but then the implant went dead and she takes 32 vitamins every day as she doesn¿t want to live on pain medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that she lost 285 lbs since implant and now their implant is at the surface of the skin. It was noted that she doesn¿t have insurance. The patient was concerned that her leads would bulge up and not be connected to the stimulator anymore. The patient also stated that even though the device is dead, sometimes she sets off security alarms. When they wand her , the device would get really hot. A manufacturing representative (rep) worked with them and had them lay next to a machine but nothing showed up. The battery stopped working (dead)which was confirmed by the rep using a hand held unit. The patient states that this occurred a year after implant (2008). The patient had to end the call but stated they would call back regarding the issue. The patient was encouraged to look into insurance options.